Manufacturer narrative:
Additional information: one additional single-use device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot: this is a summary report for lot# 18j023, 18k033, 19a036, and an unknown lot. Of the thirty-seven reported events, twenty-three units were received at the plant for evaluation. For eighteen of the returned units, visual inspection revealed fluid inside the bags that contained the units. When the samples were removed from the bags, the cause of the fluid was found to be untightened blue winged luer caps. A functional leak test was performed by filling the samples with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the any of the devices. The reported condition was not verified. The device was found to be conforming product. A nonconformance has been opened to address the issue of leak from the blue winged luer cap. For five of the returned samples, visual inspection noted no signs of leak on or in any parts of the units. The bags that contained the samples were dry. The outer and inner surfaces of the samples were also dry. A functional leak test was performed by filling the samples with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots.

Event description:
This report summarizes <noe> 37 </noe> malfunction events. It was reported that thirty-seven (37) small volume folfusors leaked. Of the 37 events, 24 leaked from an unspecified location, 4 leaked from the blue winged luer cap, 5 leaked from the flow rate regulator, 1 leaked from an unspecified cap, and 3 leaked from the fill port. All 37 events occurred after filling the devices and with no patient involvement. No additional information is available.